Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized with dka and a blood glucose level of 1350mg/dl. The patient was reportedly hospitalized on (B)(6) 2013. The pump history does show that boluses were given on the day prior to the hospitalization. The patient's basal rate is reportedly set to 12 units/hour. The pump history indicates that the pump delivered 10.1 units of basal insulin on 2(B)(6) and 10.625 units on (B)(6). This report is being made based on the indication that the patient was hospitalized for hyperglycemia and dka and that the pump may have delivered less than the programmed amount.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.